Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. Date of event is unknown/ not provided. Brand name: unknown, information not provided. Common device name: unknown, information not provided. Model# and catalog #: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. PMA/510(k) #: unknown, as product information was not provided. The device was not returned for analysis. There was no model/ serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye on (B)(6) 2019 due to blurry vision even with new glasses post initial surgery. There was no surgical intervention required and no complication has been reported. The replacement lens was a model zcb00 20.5 diopter iol. No further information was provided.